Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00016.

Event description:
The sales associate reported the tip broke off two drivers. The final torque diver was used to tighten set screw. Additional torque was requested. The fixed handle was placed on final driver and surgeon broke off both tips to the drivers. The procedure was a posterior cervical fusion. The tip of both the drivers remained in the locking screw and was implanted.